Event description:
It was reported that bd bag access device was leaking. The following information was received by the initial reporter with the verbatim: prior to use, the chemo bag was sitting on the tray and it was noticed the chemo drug appeared to be leaking from the spike and the bag. The bag was not used and the entire system was discarded. The spike has been saved for collection. Pictures also attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
Investigation results: three 2300e samples were received for investigation of (B)(4). The samples were all received without packaging and in zip-lock bags indicating that each had been in use with chemo drugs. The customer reported that leakage from the spike occurred during use; no lot information was provided as part of the investigation. A visual inspection of the returned samples confirmed the customer's experience; two of the samples were received with the smartsite component snapped away from the spike, with part of the male luer still bonded to the spike component, whilst the third was received with the smartsite still connected. When subjected to functional testing it became apparent that the smartsite luer of the third sample had also snapped at its base, with the components separating following manual manipulation. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the observed damage is consistent with the component being subjected to an external lateral force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2300e product in the past 12 months.